Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the patient presented to the clinic for routine followup, the pulse generator exhibited noise in both channels inhibiting pacing. The noise could be replicated with pocket manipulation. The device was explanted and replaced. The patient would monitored.